Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular tachycardia (vt) episode. It was noted that atrial events were falling in the blanking/refractory period triggering atrial tachycardia (at)/ atrial fibrillation (af) device classification termination of at/af event in progress. The device remains in use. It was further reported that the right ventricular (rv) lead has t-wave oversensing (twos) noted on electrocardiogram post-shock. The lead remains in use. No further patient complications have been reported as a result of this event.